Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that bd micro-fine ultra¿ pen needle was clogged. This occurred on 10 occasions. The following information was provided by the initial reporter: a patient came along who has type 2 diabetes and regularly uses bd microfine needles 4mm. She already had several needles, namely 10, of the box with lot 8269503 of microfine ultra4mm 100 which needed tp be thrown away as they were clogged. Information received on 06/05: user didn't have any consequences, needles were clogged and she had to use the new one. She has been diabetic for years and has been using bd microfine 4mm. This was the first time, when she encountered this problem, fortunately with no consequences. She threw the needles away.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ pen needle was clogged. This occurred on 10 occasions. The following information was provided by the initial reporter: a patient came along who has type 2 diabetes and regularly uses bd microfine needles 4mm. She already had several needles, namely 10, of the box with lot 8269503 of microfine ultra4mm 100 which needed tp be thrown away as they were clogged. Information received on 06/05: user didn't have any consequences, needles were clogged and she had to use the new one. She has been diabetic for years and has been using bd microfine 4mm. This was the first time, when she encountered this problem, fortunately with no consequences. She threw the needles away.